Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added in h3, h6 and h11. H11: the device was received for evaluation. A visual inspection by the naked eye observed the tubing separated from the main body which would could cause an external fluid leak. Therefore, the reported condition was verified. The cause of the separation was undetermined: however, there were markings on the end of the tubing indicating the tubing was positioned onto the dark blue female connector. The assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.